Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with unknown blood glucose levels at the time of the incident. The customer was given glucose to treat. The customer experienced symptoms such as belligerence. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported their belt clip was not holding properly and the pump needs to be designed with less button pushes to suspend delivery. The insulin pump will not be returned for analysis.